Event description:
Customer reportedly rec'd results of 550 mg/dl and 241 mg/dl within 10 mins on the advantage sys. The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.